Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the side rail assembly was broken and the side rail will not latch. No patient impact.